Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 2mm from the non-coronary cusp (shallower than the recommended 3mm). No information was received regarding patient history of arrhythmia, based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The navitor was implanted at a depth of 2mm. Post procedure, the patient went into complete heart block. On an unknown date, patient received a permanent pacemaker. The navitor remain implanted. The patient required a prolonged hospital stay for monitoring of rhythm. The patient was reported discharged.